Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak message. It was later reported that the issue was for a gas loss in iab circuit alarm. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak message. It was later reported that the issue was for a gas loss in iab circuit alarm. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp, but was unable to reproduce the reported issue. However, upon reviewing the unit's logs, the fse reported that the accurate error revealed was "gas loss in iab circuit." The fse further inspected the unit and completed the diagnostic and performance tests, without any issues. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak message. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.